Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results showed that one ecr60w cartridge reload was received fully fired. No functional test could be performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis. Field quality engineer reviewed the 4 photographs returned. Based on the clarity and subject matter of some of the photographs, no potential cause could be determined.

Event description:
It was reported that during a lap gastric bypass procedure, the tissue blocked itself in the magazine, a tear of 3mm developed in the jejunum, sutured by hand. No further information is available. There were no adverse consequences for the patient.